Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was received with the imaging window tubing assembly was missing from the device. It had detached at the lap joint junction and was not returned with the device. Fluid was leaking from blue sheath tubing at the lap joint junction when the catheter was flushed. A kink was observed in the imaging core assembly at 72.0 cm from femoral marker to the distal end. The telescope assembly was not able to properly pull back, advance, or retract. During image characterization testing, no image appeared in the system due to electrical open at proximal. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that lost image was encountered. The opticross¿ imaging catheter was used to visualize an unspecified lesion. It was noted that during introduction for percutaneous coronary intervention, image disappeared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a detached imaging window at the lap joint junction.